Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-00874 and 2134265-2016-00875. (B)(4). It was reported that the patient died. In (B)(6) 2013, the patient presented due to unstable angina and was subsequently referred for cardiac catheterization. The first target lesion was a de novo lesion located in the mid left anterior descending artery (lad) with 80% stenosis and was 24mm long with a reference vessel diameter of 3.7mm. The lesion was treated with direct stent placement using a 3.50mmx28mm promus element plus drug eluting study stent, with 0% residual stenosis. The second target lesion was a de novo lesion located in the mid right coronary artery (rca) with 80% stenosis and was 65mm long with a reference vessel diameter of 3.3mm. The lesion was treated with pre-dilatation and placement of two overlapping 3.00mmx38mm promus element plus drug eluting study stents. Following post-dilatation, residual stenosis was 0%. On the following day, the patient was discharged on aspirin and ticagrelor. In (B)(6) 2015, the patient was found unresponsive at home. On emergency medical services (ems) arrival, the patient had no pulse and chest compressions were in progress. The patient was intubated and had around 15-20 mins of cardiopulmonary resuscitation (CPR) performed at the scene. Subsequently, the patient was transferred to emergency department (ed). The patient had CPR along with multiple dose of epinephrine in the ed. However, the patient did not have viable pulse and code blue was called. On the same day, the patient expired due to cardiac arrest.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that stent thrombosis occurred as per adjudication results.